Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical record received. On (B)(6) 2021, the patient had a right anterior total hip arthroplasty to address osteoarthritis, end-stage right hip. The surgeon noted that there was no evidence of intraoperative complication. Depuy components were used during this procedure, including 2 dome screws. On (B)(6) 2021 the patient had a revision right total hip arthroplasty, orif proximal femur fracture, to address a failed right total hip arthroplasty secondary to a periprosthetic fracture. Prior to surgery the patient was experienced a fall, pain, and a radiograph revealed a proximal femur fracture. During the procedure the stem was noted to have subsidence. The cup removed to gain access to the hip. Depuy components were used during this procedure.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for periprosthetic fracture - femoral. Event is serious and is considered moderate. Event is possibly related to device and there is a remote possibility that the event is related to procedure. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021, (right hip). Treatment: hip revised on (B)(6) 2021, with cerclage cable orif, and revision of cup, liner, stem, and head.